Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information available.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot: 6006579 have already been previously tested in the (B)(4) on 02-apr- 2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot: 6006579 was manufactured according to the work instruction (wi) 4905072 version 112 manufactured in the line 9, on 19/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09-apr-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot: 6006579 and no more complaints has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.